Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011. The field service engineer (fse) reported observing excessive dust on/around the instrument, and some hair inside the wash carousel. The instrument run time since the last preventive maintenance (pm) activity was over 1350 hours. The fse performed a major pm and replaced the pipettor, pipettor wash station, waste pump tubing, mixer belt, reaction vessel clip, and reagent carousel blower. The fse verified instrument performance via completion of a system check and a high sensitivity system check which generated results within instrument specifications. Although repairs were made to the instrument prior to its return into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 a cardiac troponin (accutni) result above the acute myocardial infarction (ami) threshold was generated on the access 2 immunoassay system for one patient sample. The accutni result was reported out of the laboratory. The patient was admitted to the hospital based upon the elevated accutni result. It is unknown whether there was modification to patient treatment post hospital admission. A test of a redrawn sample on the same day, on the same instrument, generated a lower accutni value within the normal reference range. Subsequently, the initial result was retested on the same instrument and the result matched the redrawn sample result. The result was a lower accutni value within the normal reference range. Quality control results were performing within customer established ranges at the time of the event and system checks prior to the timeframe of the event were meeting established specifications. The initial sample was not a full draw, was collected in 13x100 sample tube and centrifuged prior to testing. It was stored at room temperature. No fibrin was noted in the sample, however the customer indicated there may have seen some cellular matter at the bottom of tube.